Manufacturer narrative:
Block h6: device code a0414 captures the reportable code of mesh torn.

Event description:
It was reported that during a transobturator tape procedure using an obtryx ii system - halo device, the mesh was broken. The event is unclear, and boston scientific has been unable to obtain additional information surrounding this event outcome to date, despite good faith efforts. The event description may suggest that the mesh was torn.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable code of mesh torn. Block h11: correction to block d4: unique identifier (UDI) number.

Event description:
It was reported that during a transobturator tape procedure using an obtryx ii system - halo device, the mesh was broken. The event is unclear, and boston scientific has been unable to obtain additional information surrounding this event outcome to date, despite good faith efforts. The event description may suggest that the mesh was torn.